Event description:
It was reported that this right atrial (ra) lead exhibited noise that looks like an electromagnetic interference (emi) or from a medical procedure. Also, a signal artifact monitoring (sam) episode was noted with respiratory sensor vector switched. In addition, a therapy was delivered and patient went out of ventricular tachycardia (vt) for a short time but was back in prior to event end. The rhythm ended approximately 3 minutes later. To date, this ra lead remains in service. No adverse patient effects were reported.